Manufacturer narrative:
Customer reported that a pyxis medstation es system had a loose cable and sparks present. The device was turned off and unplugged. There was no reported patient or user harm. This event is recorded on (B)(4). A field service technician evaluated the device and disconnected drawer 5 from circuit, removed broken retractor band, and ordered a replacement for full height drawer. The drawer was replaced, tested, and functioned as normal.

Event description:
Customer reported that a pyxis medstation es system had a loose cable and sparks present. The device was turned off and unplugged. There was no reported patient or user harm.